Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with rialto I mplants to be removed from a previous fusion using drivers at left and right sacrum. It was reported that all 3 instruments were broken while using them to remove several rialto si fusion implants. The surgeon removed 3 x rialto implants from the left sacrum and replaced them with 3 x si bone torx screws. The surgeon also implanted 3 x si bone torx screws on the right sacrum. The surgeon gave no reason from removing the rialto implants. There were no allegations against the previously implanted rialto implants. They appeared to be fully fused. There were no patient symptoms or complications as a result of the event. The reported instruments did come in contact with the patient. No additional surgery was required. There were minor delays (a few minutes) as they opened new sterile instruments. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with rialto implants to be removed from a previous fusion using drivers at left and right sacrum. It was reported that all 3 instruments were broken while using them to remove several rialto si fusion implants. The surgeon removed 3 x rialto implants from the left sacrum and replaced them with 3 x si bone torx screws. The surgeon also implanted 3 x si bone torx screws on the right sacrum. The surgeon gave no reason from removing the rialto implants. There were no allegations against the previously implanted rialto implants. They appeared to be fully fused. There were no patient symptoms or complications as a result of the event. The reported instruments did come in contact with the patient. No additional surgery was required. There were minor delays (a few minutes) as they opened new sterile instruments. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis part#: 8350316. Lot# gb10j003. - visual and optical inspection revealed approximately 20mm of the driver¿s tip has broken but the retaining tabs are still in tact. Optical examination of the fracture surface confirmed that the break is consistent with the driver being under torsion and a slight bending moment during the time of the break. This type of damage is consistent with bend stress overload. H6: updated eval. Code method and eval. Code result post analysis. Updated annex g code post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.